Event description:
It was reported that the batteries have failed testing multiple times. No adverse event reported.

Manufacturer narrative:
Seven batteries were returned for eval. Five batteries failed because they had not been test cycled as required. Battery maintenance program guide indicates: "each battery should be test-cycled a minimum of once a month to maintain optimal performance." Power output of the 2 batteries that passed testing (serial numbers (B)(4)) was on the low side. (B)(4) date code (B)(6) 2011 capacity 1638 mah; power 1279.0 watts; received with 8 test cycles (instead of 11 times). (B)(4) date code (B)(6) capacity 1613 mah; power 1182.2 watts; received with 15 test cycles (instead of 26 times). (B)(4) date code (B)(6) 2010 capacity 1620 mah; power 1229.8 watts. Received with 15 test cycles (instead of 26 times). (B)(4) date code (B)(6) 2010 capacity 1664 mah; power 1272.1 watts. Received with 18 test cycles (instead of 23 times). (B)(4) date code (B)(6) 2010 capacity 1674 mah; power 1126.3 watts; received with 15 test cycles (instead of 23 times). (B)(4) date code (B)(6) 2011 capacity 1599 mah; power 1301.2 watts; received with 15 test cycles (instead of 20 times). (B)(4) date code (B)(6) 2012 capacity 1602 mah; power 1374.9 watts; received with 7 test cycles as required. No adverse event reported.